Event description:
Patient presented with twiddler's syndrome and an elevated capture threshold. It was noted that the device flipped in the pocket and the lead had pulled back. The lead was explanted when repositioning was unsuccessful.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.